Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction has been reported. No allegation of product malfunction.

Event description:
On (B)(6) 2017 patient underwent an extreme lateral interbody fusion procedure. As per reporter wound dehiscence was identified three weeks post index procedure. Ultrasound-guided aspiration was used to remove the fluid. No allegation of product malfunction reported.